Manufacturer narrative:
Philips has investigated this complaint. The system's clinical application and outcomes remain unclear due to insufficient information. The fse terminated the case, and the system will be uninstalled per the customer's note. Service quote was shared with the customer, but it wasn t accepted, and no repair work was done. No work performs by philips. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was an issue with the emergency room monitor, which can impact imaging. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.